Event description:
It was reported during a percutaneous coronary intervention, stent damage occurred. The target lesion was located in the right coronary artery (rca). The lesion was pre-dilated with an unknown manufacturer¿s balloon catheter. A 4.0x38mm synergy stent encountered resistance during advancement at a proximal bend before the distal tip of the stent delivery system could cross the lesion. The physician pushed the catheter forcefully then lost guide catheter support. The catheter and stent bounced back and disengaged from the ostium of the right coronary artery. The 4.0x38mm synergy stent was removed from the patient. The physician re-engaged the artery with the same guide catheter, then utilized a guide support catheter through the guide catheter and positioned it in the artery. The physician inspected the stent before re-entering the guide catheter and observed that the stent struts had become damaged. The stent was set aside. No patient complications were reported and the procedure was completed with another same device. The patient remained stable throughout and the procedure. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device is a combination device. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found stent struts at the distal portion of the crimped stent were damaged, distorted and lifted upwards from the stent profile. A snap gauge was used to measure the crimped stent od at the undamaged proximal portion was within specification. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. The shaft polymer extrusion profile was examined and a visual and tactile examination found no issues with the profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported during a percutaneous coronary intervention, stent damage occurred. The target lesion was located in the right coronary artery (rca). The lesion was pre-dilated with an unknown manufacturer's balloon catheter. A 4.0x38mm synergy stent encountered resistance during advancement at a proximal bend before the distal tip of the stent delivery system could cross the lesion. The physician pushed the catheter forcefully then lost guide catheter support. The catheter and stent bounced back and disengaged from the ostium of the right coronary artery. The 4.0x38mm synergy stent was removed from the patient. The physician re-engaged the artery with the same guide catheter, then utilized a guide support catheter through the guide catheter and positioned it in the artery. The physician inspected the stent before re-entering the guide catheter and observed that the stent struts had become damaged. The stent was set aside. No patient complications were reported and the procedure was completed with another same device. The patient remained stable throughout and the procedure. This product is only ous approved but it is similar to an approved us device.